Event description:
It was reported that the twist clamp of the minicap extended life pd transfer set was unable to close. The event was further described as ¿the clamp cannot be closed¿. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6) should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph with the naked eye showed the twist clamp was not fully closed. The reported condition was verified. Due to the nature of the sample, no further evaluation could be performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.